Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine visit, high thresholds were found. Fluoroscopy showed no abnormalities. An additional sense/pace lead was implanted. The defib portion of the lead remains active.